Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, as the caller did not have access to a charger to reset the pump during the call, and the caller was expected to follow up after obtaining a charger.